Manufacturer narrative:
During the loading process of the displacement test, the motor stopped short of where it was supposed to. After further examination of the unit¿s interior, there were signs of previous moisture presence and corrosion around the battery connectors and on the electronics located at the bottom of the motor. Unable to perform the displacement test because the motor won't load properly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the thin black strip located above the lcd display is missing, and the middle (enter) keypad button is cracked.

Event description:
It was reported that the back of the insulin pump had crack. Customer's blood glucose level was 12.2 mmol/l. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.